Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 143026: 25 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 4 items of the same lot have been already sold without any similar reported event.

Event description:
The insert locking screw was found broken in half 1 year and 6 months after primary, and as a result the poly has subluxed from the joint. Revision surgery was performed.